Event description:
It is reported that the device was implanted in 2008. Revision surgery occurred the following month, due to breakage of the hinge pin.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Eval summary: no post operative x-ray or any other visual means has been provided to confirm whether locking of the pin occurred in the first place. This type of fracture of the inner pin may occur due to the fatigue caused by the activity level of the pt or due to insufficient engagement of the pins during surgery, leading to stress risers. The device history is unavailable (no lot number). The exact cause analysis can not be determined with certainty. Eval: the returned device meets specification where measurable in this current condition. No lot number was provided; therefore, device history records could not be reviewed.